Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 972 mg/dl and went to the hospital for assistance. Nurse from hospital called and stated that the customer's insulin pump was not functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.